Event description:
Reporter alleged he obtained a result of 167 mg/dl on the aviva system which he felt was a high reading because he felt hypoglycemic. Reporter stated that he passed out at an unknown time after the result. Reporter stated the emts arrived hours after the 167 mg/dl result was obtained, they obtained a 20 mg/dl result and revived him with some type of treatment. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.